Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. The customer agreed to return the pump using a pre-paid label within ten days and was instructed by technical support to put the pump in storage mode before returning it. The pump will be replaced, and the customer will continue using the current pump until the replacement arrives.